Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted in the tricuspid position implanted for 2 years and 7 months underwent a valve-in-valve procedure due to stenosis and regurgitation. The procedure was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted in the tricuspid position implanted for 2 years and 7 months underwent a valve-in-valve procedure due to leaflets thickened with restricted motion with no coaptation of the leaflets and severe stenosis and moderate to severe regurgitation. . The patient presented with progressive fatigue. The procedure was performed with a 29 mm 9600tfx transcatheter valve. The patient discharged home in stable condition on pod#1

Manufacturer narrative:
Updated sections: b5, b6, b7, h6 health effect - clinical code, device code(s), and type of investigation

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.